Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of no image was confirmed. The keypad menu was not working due to a faulty quantum board. In addition, crack on the bottom right corner of the bezel and rear cover discoloration on the top air vent were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the high-definition lcd monitor is unable to display image after powering on. In addition, the right-side keypad menu is not working. The event occurred during preparation for use and there was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the update in section h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it was confirmed that no image was being displayed due to a faulty qb board. The specific root cause of the faulty qb board could not be determined at this time. It was also found that the front panel does not work, the bezel was damaged, and the rear panel had a physical defect, however, these defects are not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.